Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The manufacturing representative reported that she was in the middle of an operating room case for a catheter revision, and she needed specific info on catheter markings. The pump managing team stated that the patient had refill reservoir volume discrepancies of approximately 10cc extra in the pump. This was noted during refill procedures. The manufacturing representative was unaware of any di agnostics/troubleshooting performed. The pump was replaced, and a pump segment catheter revision was performed. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ the health care provider (hcp) later reported that the catheter access port was patent. The system was delivering gablofen at 2000mcg/ml and 1989mcg/day flex dosing. The lot number was unknown. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). The pump was returned, and analysis found no evidence of anomalies. Result code no longer applies conclusion code no longer applies .

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.